Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during dwell four of four while the patient was connected. The patient did not receive any alarms but saw air bubbles in the cassette. The technical service representative assisted the patient to end therapy and remove the cassette. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm.. There was no patient injury or medical intervention associated with this event. No additional information is available.